Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was having observations of what was thought to be undersensing. It was noted that the surface was showing p-r interval of 200msec, and after reprogramming the lower rate limit to 60bpm they were not seeing it due to overdriving the rate. It was recommended to perform an x-ray and to consider automatic gain control sensing. With the sensing change the device will dynamically adjust to the changing in p-wave amplitudes to improve sensing. Additional information suggested that the sensing was adjusted which appeared to mitigate the issue. However, a few months later the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted complete lead was returned with the helix in a retracted position. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed, and revealed damage to the inner coil that was consistent with extension/retraction difficult during the explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the undersensing reported from the field. 3191 code was used to denote surgical intervention.

Event description:
It was reported that this right atrial (ra) lead was having observations of what was thought to be undersensing. It was noted that the surface was showing p-r interval of 200msec, and after reprogramming the lower rate limit to 60bpm they were not seeing it due to overdriving the rate. It was recommended to perform an x-ray and to consider automatic gain control sensing. With the sensing change the device will dynamically adjust to the changing in p-wave amplitudes to improve sensing. Additional information suggested that the sensing was adjusted which appeared to mitigate the issue. However, a few months later the lead was explanted and replaced. No adverse patient effects were reported.